Event description:
The customer reported that the system produced uncommanded x-rays. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray switch. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.